Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device is not working and making a noise. Patient involvement is unknown. Additional details have been requested.

Manufacturer narrative:
The fse evaluated the device on site, ran a successful operational check. The status window was no longer displaying x and chirping noise was gone. The fse verified proper operation. The device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time.